Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced with the same reported issue is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation [tavi] interventional procedure. Reportedly, a cuff-miss occurred with two proglide devices. The plunger was removed; however, suture was not present. An additional two proglide sutures were successfully placed. The sheath was upsized to a 18f sheath and the tavi procedure was performed. After the tavi, a dissection of the artery occurred due to the procedural sheath, therefore, a cut down was performed to achieve hemostasis. While the proglide use was discontinued, the pre-placed sutures were reportedly not damaged or separated. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.